Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that they were unable to remove the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: pump powers with returned battery cap to a dim discolored display. The battery cap is unable to fully tighten due to damaged "coin slot" on top of battery cap. Pump case damaged in area surrounding battery cap. Battery compartment crack observed below grip pad. Removed pump case and there was no evidence of moisture or loose components inside pump.